Event description:
Information was received from a healthcare provider (hcp) regarding an issue with a catheter passer. It was reported that during a medical procedure performed by inspire medical systems, the medtronic catheter passer 8591-38 was used off-label for tunneling, and during tunneling the physician hit a vessel. The physician needed to cauterize the vessel.

Manufacturer narrative:
B5. Correction was made to this field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that during a medical procedure performed by inspire medical systems, the medtronic catheter passer 8591-38 was used off-label for tunneling, and during tunneling the physician hit a vessel. The physician needed to cauterize the vessel.